Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad engineer that the patient was experiencing high lactate dehydrogenase values and the device did not seem to support the patient. A pump exchange from one lvad to another lvad was performed due to high confirmed lab values indicating hemolysis and lack of support from the pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.